Manufacturer narrative:
This report is submitted on december 08, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 in order for the patient to upgrade to a newer technology.